Event description:
Boston scientific became aware of an event involving a spaceoar device through the article: "rectal complications following spaceoar insertion after prior pelvic radiation" by et yates, andrew h., et al. The article examines the safety and complications associated with the use of spaceoar. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. It was reported that a spaceoar placement procedure was conducted without complications. The patient received radiation therapy of 27gy over2 fractions, the patient did not experience symptoms. Three months after radiation therapy the patient reported increased urinary frequency and urinary incontinence. It was confirmed that the patient had a urethral stricture and underwent dilatation of this stricture relieving his symptoms. It it's unclear if the patient's symptoms were related to the spaceoar placement or radiation therapy.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1308 is being used to capture the reportable event of urinary frequency. Patient code e2324 is being used to capture the reportable event of urinary incontinence. Block g2: yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr/case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient codes) has been corrected. Block a2 has been corrected.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1308 is being used to capture the reportable event of urinary frequency. Patient code e2324 is being used to capture the reportable event of urinary incontinence. Block g2: yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr/case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article: "rectal complications following spaceoar insertion after prior pelvic radiation" by et yates, andrew h., et al. The article examines the safety and complications associated with the use of spaceoar. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. It was reported that a spaceoar placement procedure was conducted without complications. The patient received radiation therapy of 27gy over2 fractions, the patient did not experience symptoms. Three months after radiation therapy the patient reported increased urinary frequency and urinary incontinence. It was confirmed that the patient had a urethral stricture and underwent dilatation of this stricture relieving his symptoms. It it's unclear if the patient's symptoms were related to the spaceoar placement or radiation therapy.